Event description:
Cordless drill (loner 002 set) failed during procedure. Hand piece upper trigger broken. Substitute found.

Event description:
Cordless drill (loner 002 set) failed during procedure. Hand piece upper trigger broken. Substitute found.